Event description:
Patient's legal representative reported through company representative "increasing migraine attacks", "breast tension pain", "chronic exhaustion", "nausea", "breast implant illness (bii)" and "worried about potential health problems associated with recalled devices". This record is for the right side. Device was explanted. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breast pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain.